Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported and confirmed by x-ray that the right atrial (ra) lead post-operatively dislodged. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.